Event description:
It was reported that an alert was received for possible output circuit damage and low lead impedance. Noise was observed with provocation tests and several noise episodes classified as vf were stored. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The output circuitry of the device was found damaged. It is believed the leads arced, causing a low impedance path that resulted in the damage. All low voltage functions were normal.